Event description:
It was reported that the device exhibited an "air in line alarm". There was unknown patient involvement reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. The device had not been in for repair in the last 12 months. Functional checks were performed, and the device was visually inspected. The customer problem was not confirmed. The air detector works properly. The root cause of the problem was unknown. No further actions were taken.